Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's battery is intermittently getting turned off, starting either (B)(6) 2025. Caller said patient charges once a week and the last time they charged was on sunday. Caller asked if there are other reasons that it could get turned off. Reviewed some general recharging and equipment use information and redirected to their doctor. Caller said they mentioned this to the doctor in october and he checked it but could not tell how or why it turned off and it has happened a couple of times since then. Reviewed the doctor can call for technical support and the doctor can involve a manufacturing rep. Offered and sent email with handbook. Reviewed the option to use the recharger app and during the call, caller was successful to connect to the charger app and confirmed patient's therapy was on and the battery was at 80 percent they were charging with an excellent connection, during the call the battery level progressed to 90%. Patient also said sometimes it takes a long time to charge the implant. Reviewed the app shows excellent (fastest) or good (slower) charging. Redirected to the doctor. The issue was not resolved through troubleshooting. The patient mentioned unrelated medical history. This included caller said the patient has an appointment with their neurologist on july 6th.